Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized for pneumonia. The patient's blood glucose at the time of hospitalization was 265 mg/dl. The customer stated that his blood glucose had been high due to his medication. The customer's doctor removed the him from the insulin pump. The customer wanted to treat his blood glucose with the insulin pump, but the doctor would not allow him to resume insulin pump therapy. Troubleshooting was declined. The insulin pump was not returned for analysis.